Event description:
It was reported that balloon rupture occurred. A 2.5mm x 40mm x 146cm coyote es balloon was advanced for dilation. However, during the first inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.